Event description:
It was reported that the patient underwent a minimally invasive spine surgery with a modified transforaminal lumbar interbody fusion placement using a mis approach. During the procedure, while being used over a guidewire, the distal tip of the cannulated tap fractured off the tip and was successfully recovered without incident. An alternate instrument was used to finish the procedure that resulted in a thirty (30) minute delay. There were no known patient complications associated with this complaint. No additional information is available.

Manufacturer narrative:
A visual assessment of the returned system inserter/compressor showed an instrument with repeated use, as identified by worn laser markings and surface scratches. The distal tip of the instrument was fractured as reported, both portions of the instrument were returned to the manufacturer for assessment. A functionality assessment was not performed due to the damaged condition of the returned instrument, which was removed from distributable inventory. A DHR review was performed for the instrument lot which met all required specifications prior to being released to distributable inventory. This lot has been available for distribution since 09/18/2020, resulting in an approximate field life of 4 years. It is unknown how many uses the device has undergone during that time. It may be possible for this instrument to break when preparing patient bone if it was inadvertently shifted out of alignment while tapping the drilled patient bone. There have been one other complaints of similar nature for this instrument in the past 12 months. The manufacturer will continue to monitor the field for complaints of fractured cannulated taps.